Event description:
Event description guidant received information from a clinician that this implantable cardioverter defibrillator (ICD) reached a battery status of elective replacement indicated (eri) after fewer than 2 years of implant duration. The device was still implanted a year later, but could not be interrogated due to a depleted battery. The clinician indicated that replacement had tenatively been scheduled.